Event description:
Event description guidant received information that the patient implanted with thisimplantable cardioverter defibrillator (ICD) experienced severe injury as a result of the advisory affecting this device model.